Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles was unable to deliver insulin. The following information was provided by the initial reporter: he has already used 86 needles from the batch and found that another 10 needles were clogged. He performed the flow test with approximately 2ui of insulin and the needle did not eject the insulin, therefore, it was clogged. The patient mentions that this is not his first complaint with us, he already complained again last year about another box of needles and reports that this deviation sometimes occurs in other batches. He started to visualize the possible quality deviation in this batch in late november, early december.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 04apr2023. H6: investigation summary a complaint lot history check was performed on lot # 1195580 for needle clog. This is the 1st. Related complaint for needle clog on lot # 1195580. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles was unable to deliver insulin. The following information was provided by the initial reporter: he has already used 86 needles from the batch and found that another 10 needles were clogged. He performed the flow test with approximately 2ui of insulin and the needle did not eject the insulin, therefore, it was clogged. The patient mentions that this is not his first complaint with us, he already complained again last year about another box of needles and reports that this deviation sometimes occurs in other batches. He started to visualize the possible quality deviation in this batch in late november, early december.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution? Yes d.9. Returned to manufacturer on: 04apr2023 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles was unable to deliver insulin. The following information was provided by the initial reporter: he has already used 86 needles from the batch and found that another 10 needles were clogged. He performed the flow test with approximately 2ui of insulin and the needle did not eject the insulin, therefore, it was clogged. The patient mentions that this is not his first complaint with us, he already complained again last year about another box of needles and reports that this deviation sometimes occurs in other batches. He started to visualize the possible quality deviation in this batch in late november, early december.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles was unable to deliver insulin. The following information was provided by the initial reporter: he has already used 86 needles from the batch and found that another 10 needles were clogged. He performed the flow test with approximately 2ui of insulin and the needle did not eject the insulin, therefore, it was clogged. The patient mentions that this is not his first complaint with us, he already complained again last year about another box of needles and reports that this deviation sometimes occurs in other batches. He started to visualize the possible quality deviation in this batch in late november, early december.